Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 86-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, and shock testing without duplicating the report. The device was tested using test leads and pads and obtained an ECG signal. An internal inspection of the device found no discrepancies. A review of the device log observed the device detected the first "pads on" message which indicates that the device detected a valid impedance. However, review of the pad's impedance graph shows that the device was detecting a short through the mfc cable throughout the event. The multifunction cable receptacle was replaced as a pre-caution. The device was recertified and returned to the customer. A new multifunction cable was sent with the device. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.